Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, lump, was deemed to meet serious injury criteria of permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous consumer report was received from a us consumer and concerns a female patient. The patient was injected with radiesse to the lips in 2011, also reported as eight years prior to this report. After injection with radiesse, the patient developed swelling and a hard lump around the injection site. Outcome of swelling not reported. Outcome of lump reported as unresolved.